Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2015, product type lead product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2015, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient stated that there was something wrong with one of the leads and they had to bypass it in order for the patient to turn on stimulation. The patient was now able to turn on stimulator but now they could not turn it off. The patient noted they would get an appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the patient (pt) reported they can't get the stimulation to turn on after charging it, the ins was at 80% and the controller was at 100% but pt can't feel the stimulation. Pt stated they were in group c, tried increasing the stimulation and when they tried to push the stimulation on button, it will say 'it can't do that function' for then it goes right back off. When asked for event date pt said 'just friday'. During the call pt confirmed that the group c was highlighted in green color. Agent reviewed information. When pt tried to switch to a different group, it will 'corrects itself' to group c. Pt said they also saw a message that said 'can't do this at this intensity' but they cannot remember the exact message. Agent reviewed information. Agent redirected them to their hcp to further address the issue.